Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor was tested outside the device and passed the test. The insulin pump was received with scratched lcd window.

Event description:
The customer reported being hospitalized due to high blood glucose of 512mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the insulin pump alarmed motor error. Reviewed the alarm history and the motor error was confirmed. No further information was provided.